Event description:
Advance sterilization product is the MFR of cidex, ethicon. Asp (cidex opa MFR) reports no changes to MFR or chemistry. Olympus is the MFR of the tjf-q180v endoscope in question. The facility is cleaning and drying according to MFR's instructions and also culturing scopes per policies and procedures. Problem in (B)(6) 2017 - the lens of an ercp scope was discovered to be green and investigation of inventory occurred. Six of 22 scopes lenses were found to be green. Two of the 6 scopes had distorted images and were sent out for repair. (B)(6), olympus field rep responded to the facility and offered an opinion. Green discoloration around the lens of the scope on the glue used by the scope MFR for securement. Concerns that a chemical reaction is taking place during the cleaning process for reuse. Reported as a distraction to provider during visualization through the scope. The scope was changed out for one without lens discoloration and the procedure continued without any pt harm. In (B)(6)2018, scopes sent to olympus and asp for evaluation with no resolution to problem.